Event description:
Pt had infuse-a-port inserted 12/94. Approx 3 1/2 weeks later she experienced swelling at the site. A dye study demonstrated extravasation at the device site. The pt had the device removed on 3/14/95 due to dysfunctional status.